Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level subsequently decreased to 44-46 mg/dl. The customer attempted to address the low bg by consuming carbohydrates; however, the customer went to the emergency room and was subsequently hospitalized. System check with tandem technical support confirmed the pump was functioning as intended. Multiple contact attempts were made by tandem technical support to obtain additional information regarding when the customer was discharged from the hospital; however, the customer did not respond. No additional patient or event information was available.